Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was high, specific value was not provided. Customer gave a correction bolus via the pump to address bg level. Reportedly, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A supply change was performed to address the issue and insulin delivery was resumed.